Event description:
It was reported that the atrial to atrial timing of the device was going below the lower rate. The electrogram showed the right atrial (ra) lead was undersensing. It was indicated that there was numerous atrial fibrillation episodes where the atrial rate was going below the lower rate. The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.